Event description:
Abdominal pain post therasphere treatment causing 36 hour hospital stay [abdominal pain] disease progression [disease progression] ascites [ascites] case description: intial information received on 31-may-2017: this spontaneous medical device report was received from a physician concerning a patient of unknown age and gender. The patient's medical history and concomitant medication were not provided. On (B)(6) 2017, the patient underwent therasphere treatment (dose 10gbq; lot number: 1799140, expiration date not provided) for an unknown indication. On an unspecified date after treatment the patient presented abdominal pain [abdominal pain] causing 36hrs hospital stay. The reporting physician stated that the patient had also disease progression [disease progression] and ascites [ascites] post treatment. The outcome of the events was unknown. The reporter did not assess the events seriousness and considered the event abdominal pain related to therasphere treatment, whilst disease progression and ascites not related to the treatment. The company considered the event abdominal pain as serious (hospitalization), whilst the events disease progression and ascites as non-serious. Follow up information will be requested. Case comment: abdominal pain and ascites were considered anticipated according to therasphere current reference safety information. Disease progression was considered unanticipated according to therasphere current reference safety information. In line with the assessment made by the reporting physician, the company considered the event abdominal pain related to therasphere treatment, and the events disease progression and ascites not related to therasphere treatment. This single case report does not modify the risk benefit balance of therasphere. The company is continously monitoring all respective reports received, and based on cumulative experience, will re-evaluated the available evidence on an ongoing basis.